Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with chest discomfort, chest pain, dizziness, lightheadedness, shortness of breath and tachycardia. Patient was evaluated and found to be in atrial arrhythmia. Upon CT scan it was noted that there is a linear density within the left-sided pulmonary arterial circulation at level of mid lung field involving portions of lobar and segmental branches. This structure measures approximately 1.5 cm in size. Findings appear to represent a foreign body, possibly a portion of broken catheter. No gross filling defects suggest acute pulmonary embolic disease otherwise noted. The cardiac size is enlarged. Mild calcification uncoiling of the 'thoracic aorta. No evidence aortic dissection. Coronary artery calcification noted. No pericardia effusion. Copd/emphysematous changes with several areas of as scarring and atelectasis e throughout lung fields. The patient was stable.